Manufacturer narrative:
Product ID: 3889-28, lot# va1nwh5, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis: analysis of the tined lead, 3889-28 (lot #va1nwh5) determined that the outer insulation of the lead was twisted. Due to the reported complaint, the lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1nwh5, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the manufacturer representative attended a case that was supposed to be a revision but ended up being a lead re placement. Patient had stated device never worked since implant and all impedance combinations were over 4k ohms. An x-ray was done and they were planning on just repositioning the lead as it appeared intact and not broken. Upon extracting the lead, it was twisted, kinked, mangled, and appeared that the insulated portion did not go flush to the silver/blue proximal portion that sat in the header block. Additional information was received from a manufacturing representative on 2018-nov-09. The representative reported they did not know that the revision turned replacement was a revision a few weeks ago. They thought it was just a battery exchange. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va1nwh5, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.